Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. There was no difficulty removing the protective sheath. There was no difficulty removing the packaging stylette. There was no resistance noted while advancing the device to the lesion. The concentration of contrast / saline used was 4ml contrast : 4ml saline. There were no difficulties noted during inflation of the device. The device was not moved or repositioned while inflated. Deflation difficulties were noted after the second inflation. Nominal pressure was applied for both inflations. The balloon was removed from the patient while fully inflated. There were no difficulties encountered while removing the inflated balloon from the patient. The balloon was pulled back into guide catheter and through the guide catheter while inflated. No intervention was required to remove the device from the patient. One image was received for analysis. The distal portion of the euphora is visible in the image provided, deformation is evident to the balloon material, with the material appearing to have moved distally and appears folded over the distal tip. Blood is visible in the lumen of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a euphora rx ptca balloon to treat a severely calcified lesion in the left anterior descending (lad) artery. It was reported that balloon deflation difficulties occurred and the device would not deflate at the lesion site. The balloon was removed from the patient while inflated. The patient was reported to be alive with no injury.